Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that retaining clip no longer retains 28 head inside bipolar shell. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that retaining clip no longer retains 28 head inside bipolar shell. Will be returned. No surgical delay. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the bipolar trl retaining clip 28 was chipped at the distal section near the holes. Additionally some scratches and slightly deformation were observed at the entire surface of the sample. The discrepancy of the device circumference was traced to design, as material extruded was changing in the field after autoclaving. A functional test could not be performed as the mating device was not returned. However, the retain issues can be confirmed due to device design issue. The observed chipped/scratched condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, heavy usage while handling the device and disassembling the device with not intended instruments. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the bipolar trl retaining clip 28 would have contributed to the complained issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found a nc associated with this product/lot combination. Added: d9. Corrected: h3.